Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the pump was returned with an inoperable audio tone alarm. During visual inspection of the pump, the pump was opened and a cracked solder was found on the piezo (audio tone unit). The investigation confirmed the initial complaint about an audio tone issue. A test case was used to complete the investigation and the audible alarm was fully functional with the test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an intermittent sound issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.